Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome. Previously administered products included for birth control: sprintec. Concurrent conditions included post concussion syndrome. Concomitant products included amitriptyline and diazepam (valium). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue,"), abdominal distension ("bloating"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diarrhoea ("diarrhea"), dizziness ("dizzy"), abdominal adhesions ("abdominal adhesions"), abdominal pain lower ("right lower abdomen pain") and metrorrhagia ("intermenstrual bleeding"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, diarrhoea, abdominal adhesions and abdominal pain lower outcome was unknown and the abdominal distension, dizziness, back pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009 computerised tomogram abdomen revealed, axial CT images were obtained the abdomen and pelvis following intravenous and oral contrast administration. The liver, spleen, pancreas, gallbladder and adrenal glands appear unremarkable. There is a 1 cm fatty lesion of the left kidney consistent with an angiomyolipoma. The right kidney is unremarkable. There is no retroperitoneal lymphadenopathy or hematoma. The appendix is unremarkable. There is no pelvic free fluid or pelvic mass lesion identified. Implants are seen within both fallopian tubes. There is no free intraperitoneal air. Small bowel is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome. Previously administered products included for birth control: sprintec. Concurrent conditions included post concussion syndrome. Concomitant products included amitriptyline and diazepam (valium). "). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue,"), abdominal distension ("bloating"), back pain ("back pain") and abdominal pain ("abdominal pain on an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diarrhoea ("diarrhea"), dizziness ("dizzy"), abdominal adhesions ("abdominal adhesions"), abdominal pain lower ("right lower abdomen pain") and metrorrhagia ("intermenstrual bleeding"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, diarrhoea, abdominal adhesions and abdominal pain lower outcome was unknown and the abdominal distension, dizziness, back pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009 computerised tomogram abdomen revealed, axial CT images were obtained the abdomen and pelvis following intravenous and oral contrast administration. The liver, spleen, pancreas, gallbladder and adrenal glands appear unremarkable. There is a 1 cm fatty lesion of the left kidney consistent with an angiomyolipoma. The right kidney is unremarkable. There is no retroperitoneal lymphadenopathy or hematoma. The appendix is unremarkable. There is no pelvic free fluid or pelvic mass lesion identified. Implants are seen within both fallopian tubes. There is no free intraperitoneal air. Small bowel is unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), salpingectomy (one side removal of fallopian tube), dysmenorrhea (cramping)fatigue, gastrointestinal or digestive system condition type: bloating, diarrhea, dizzy, adhesions as a result of multiple abdominal surgeries were added. Concomitant disease, historical disease, historical drugs, concomitant drugs, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included irritable bowel syndrome. Previously administered products included for birth control: sprintec. Concurrent conditions included post concussion syndrome. Concomitant products included amitriptyline and diazepam (valium). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue,"), abdominal distension ("bloating"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diarrhoea ("diarrhea"), dizziness ("dizzy"), abdominal adhesions ("abdominal adhesions"), abdominal pain lower ("right lower abdomen pain") and metrorrhagia ("intermenstrual bleeding"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, diarrhoea, abdominal adhesions and abdominal pain lower outcome was unknown and the abdominal distension, dizziness, back pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009 computerised tomogram abdomen revealed, axial CT images were obtained the abdomen and pelvis following intravenous and oral contrast administration. The liver, spleen, pancreas, gallbladder and adrenal glands appear unremarkable. There is a 1 cm fatty lesion of the left kidney consistent with an angiomyolipoma. The right kidney is unremarkable. There is no retroperitoneal lymphadenopathy or hematoma. The appendix is unremarkable. There is no pelvic free fluid or pelvic mass lesion identified. Implants are seen within both fallopian tubes. There is no free intraperitoneal air. Small bowel is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new event patient did not underwent essure confirmation test was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included irritable bowel syndrome. Previously administered products included for birth control: sprintec. Concurrent conditions included post concussion syndrome. Concomitant products included amitriptyline and diazepam (valium). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue,"), abdominal distension ("bloating"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), diarrhoea ("diarrhea"), dizziness ("dizzy"), abdominal adhesions ("abdominal adhesions"), abdominal pain lower ("right lower abdomen pain"), metrorrhagia ("intermenstrual bleeding") and gastrointestinal disorder ("pain on my right side and digestive issue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, diarrhoea, abdominal adhesions, abdominal pain lower and gastrointestinal disorder outcome was unknown and the abdominal distension, dizziness, back pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, back pain, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009 computerised tomogram abdomen rvewaled, axial CT images were obtained the abdomen and pelvis following intravenous and oral contrast administration. The liver, spleen, pancreas, gallbladder and adrenal glands appear unremarkable. There is a 1 cm fatty lesion of the left kidney consistent with an angiomyolipoma. The right kidney is unremarkable. There is no retroperitoneal lymphadenopathy or hematoma. The appendix is unremarkable. There is no pelvic free fluid or pelvic mass lesion identified. Implants are seen within both fallopian tubes. There is no free intraperitoneal air. Small bowel is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event's : pain on my right side and digestive issue were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.